Manufacturer narrative:
Correction: date received by manufacturer reported incorrectly on initial 3500 as 04/07/2015. Correct date received by manufacturer is 04/02/2015.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate when navigating a balloon instrument in the frontal sinuses. The navigation system showed the tip of the instrument was in bone when it was not in bone. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue and reported the system functioned as expected during testing. A software investigation was completed and was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts have been received by the manufacturer for analysis.